Event description:
It was later reported that the cause of death was respiratory failure, and there was no causal relationship. The daily dose was 1000 mcg/day.

Event description:
It was further reported that the patient was hospitalized on (B)(6), 2013 due to pneumonia. The patient died from the deterioration in the pneumonia on (B)(6), 2014. After the pump implantation on (B)(6), 2007, there had been no problems in the course of treatment for spasm. Based on the pathological autopsy, the cause of the death was diagnosed as respiratory failure due to worsened pneumonia. The causal relationship between the cause of death and the itb therapy (investigational drug and devices) was reported as unknown and unrelated.

Event description:
It was initially reported that the patient had died and it was unknown if it was related to the pump, catheter, programmer or procedure. Reportedly, there were no complications and no history of adverse reaction. An additional report was received which indicated by the "checked boxes" the patient's death was unrelated to the investigational drug, catheter, pump, programmer and procedure. However, further comments noted that the cause of the death was confirmed to be the daily dosage of 1000 ug/day, negating respiratory failure and causal relationships.

Manufacturer narrative:
The recent reported information noted another implant date different than what was previously reported.

Event description:
It was further clarified that the causal relationship between gabalon intrathecal, the device, and the adverse event, patient¿s death, was considered ¿unknown¿ (side effect). The causal relationship was assertively mentioned, but there was no information to refute it. The condition of the patient¿s swallowing prior to the itb therapy was that dysphagia was present prior to itb therapy with nasal feeding tube and the status was the same before the patient¿s death. The patient¿s oral ingestion before itb therapy was noted as tube feeding and no change before the patient¿s death. Prior to itb therapy the patient was bedridden and could not shift sleeping positions unaided which was also the same prior to the patient¿s death.

Manufacturer narrative:
(B)(4).

Event description:
Further, the date of incident was reported as (B)(6) 2013. The treatment for the convulsion the patient had had was going well since the implantation of the pump on (B)(6) 2007. The autopsy results showed that the cause of death was respiratory failure as a result of the deteriorated pneumonia. The causality between the itb device and the death was reported as unknown.

Event description:
Additional information later reported the implant date of the pump was (B)(6) 2012.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter. (B)(4).